Manufacturer narrative:
The subject device was returned to omsc for evaluation. Based on the analysis on the fracture surface of the forceps elevator wire, the wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an unspecified procedure using the subject device. The procedure was aborted since the facility did not possess another similar endoscope. One day after the event, the user facility completed the procedure using the similar device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".